Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had a button error alarm. The customer stated that she was trying to bolus and pushed the b button when the button error alarm occurred. The customer did not recall any significant events leading up to the error alarm. Blood glucose level was 245 mg/dl at the time of the incident. The customer was advised that the insulin pump would be replaced and is not sending the device in for analysis.

Manufacturer narrative:
The pump was received with intermittent button response and button error alarms due to corroded keypad traces. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.